Event description:
Related manufacturer number: 2017865-2023-49682. It was reported that non sustained right ventricular oversensing determined to be post sensed t wave oversensing was observed on electrocardiograms (egms). Review of some egms noted low amplitude r and t waves. Programming changes and testing for the possibility of myopotentials and the possibility of better r wave amplitudes if the lead was in another position was discussed. The nurse was to relay the information to the physician for further discussion.